Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transformer on the processor/bridge/pace board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.